Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was oversensing which lead to inappropriate atr. Impedances were changing from 800 to 1500 ohms. There is no mention of intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis demonstrated a constricted lead body approx. 19.5 cm distal to the is-1 connector pin. In this region the insulation was damaged. This damage can be considered to be the root cause of oversensing reported in the complaint description. Based on the characteristics, it is reasonable to assume that this damage resulted from a tight suture. Furthermore signs of abrasion were noted between 43 cm and 53 cm which most likely resulted from constant friction against a nearby lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.